Manufacturer narrative:
The explanted devices involved in this event have not been returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately five (5) months post initial procedure, the patient presented with an infection. The physician elected to treat the patient by bridging with a gore graft (non-endologix). The devices were explanted on a later and unknown date and it is unknown if these devices are available for return.